Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and stylet inserted in lead. Subsequent electrical testing and x-ray did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or loss of capture. The lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. The patient had a very severe cough; the patient was coughing before and during procedure and the ra lead dislodged post procedure during a coughing fit. A revision procedure was performed and the right atrial (ra) lead was extracted and replaced with a new lead. The patient became light headed with loss of capture. No additional adverse patient effects were reported.